Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report #1627487-2015-06509. It was reported the patient experienced a loss of stimulation coverage in her low back. An sjm representative met with the patient for system reprogramming but was unable to provide effective stimulation coverage. X-rays taken indicated the patient's subcutaneous lead migrated. As it is unknown which of the patient's leads migrated, all possible lots are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06509. Additional information received identified surgical intervention took place on (B)(6) 2015 at which time the patient's lead was repositioned. Effective stimulation was reportedly restored postoperative.